Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: there was evidence of moisture contamination behind the display lens. Due to the moisture contamination, the pump was unresponsive with both the returned battery cap and a test battery cap. The pump had a blank screen, with no vibration and no sound upon battery insertion. There was a battery compartment crack observed below the grip pad. The pump case was also cracked in the upper corner of the display area. A leak test showed that there was a leak at the crack in the pump case. There was evidence of moisture contamination throughout the inside of the pump.